Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery alarm due to motor error alarm. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 542 mg/dl at the time of the incident. Customer declined to troubleshoot for high blood glucose. The insulin pump had motor error alarm and no delivery alarm. Customer was able to complete pump rewind. The insulin pump will be returned for analysis.